Event description:
It was reported the implantable neurostimulator (ins) chest pocket was infected. It was noted, the patient has diabetes. It was further noted, the ins and extensions were removed. It was noted, the type of infection was unknown and cultures were taken from the device pocket. It was noted that antibiotic treatment was necessary and the date of the infection diagnosis/onset was 2014 (B)(6). It was further noted, the patient had redness and swelling at the device pocket. It was noted, the patient status at the time of this report was alive with no injury. Additional information received reported the patient was fine.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3389s-40, lot# va0c3bm, implanted: 2014 (B)(6); product type lead product ID 3389s-40, lot# va09abh, implanted: 2014 (B)(6); product type lead. (B)(4).